Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device has the body wire kinked at the middle section and broken at 314 cm from the proximal section. Also, the spring tip is kinked and stretched. Overall length and outer diameter of distal tip couldn't be measured due to device condition. Outer diameter of near to section broken, middle of the device, and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2017. It was reported that difficulty crossing the lesion occurred. A 330cm rotawire¿ was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was not completed due to the event. No patient complications reported. However, device analysis revealed that the wire was broken.